Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips and reported that there had been a possible incident with the defibrillator. The customer stated he would call back with details. We are still awaiting add'l info. There was no report of negative pt impact.